Event description:
The vision bipap on patient shut off and the check vent alarm was alarming. Rn (registered nurse) notified respiratory therapist to come check this issue. Therapist pulled equipment and placed patient on new bipap v60 machine. Patient not affected.